Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. However, the returned device indicated a damaged grommet and the set screw was found in the connector bore. (B)(4).

Event description:
It was reported that during implant of a new lead, the wrench would not engage the setscrew on the header of the implantable cardioverter defibrillator (ICD). The physician thinks the screw was completely backed out of the head and stuck under the grommet. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.